Event description:
It was reported that during a surgical procedure, the physician was utilizing a quantum 2 system and an ambient super turbovac 90 ifs wand. Intra-operatively, the display screen on the controller became blank and the settings were not visible. In addition, the wand self-activated while outside the pt portal. Another arthrowand was used to complete the procedure. No pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The manufacturer's IFU provides the following: when not in use, remove the wand from the surgical site and place away from metallic objects. Wands should remain separated form other electrosurgical equipment to avoid inadvertent electrical coupling between devices. Inadvertent activation may cause injury to pt and/or user or equipment damage. Reference manufacturer report: 3006524618-2012-00705.